Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be damaged. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. No problems were found regarding the reported damaged cannula and leaking during wear events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone13.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 36 and 48 hours. The patient reported the tip the cannula was closed up, when it was removed from the infusion site (abdomen). It was also reported that the pod was leaking insulin. Treatment for reported issue was not provided.